Manufacturer narrative:
Evaluation summary: the everest device was returned to the manufacturing facility for evaluation. Fluid was present in the barrel. The manometer reads 0atm as received. No signs of damage on the device were noted. During testing, the needle moved steady to maximum pressure from 0atm to 30atm without issues. No leaks were detected during pressurization of the everest. The device maintained pressure for 3 minutes. During vacuum tests, the needle returned to red as required. The test was repeated two more times. Special visual attention on the movement of the needle and for leaks, test was completed resulting in the needle moving steady clockwise and counterclockwise without hesitation and no leaks were noted. The balloon catheter was not returned for evaluation.

Event description:
The physician was attempting to use an everest inflation device during a procedure to treat a lesion in an unknown vessel. The everest device was removed from packaging, inspected and prepped per IFU with no issues noted. During the pci procedure, the everest was connected with a balloon catheter for inflation. However, the pressure could not be applied. It is reported that the needle of the pressure gauge unresponsive during inflation. The needle of the gauge did not move at all, and the customer sensed that the device was idling while turning the knob for positive pressure. Immediately, the device was replaced with another ac3200 to continue the procedure. No patient symptoms or complications were associated with this event. No abnormalities were reported in relation to the anatomy.